Event description:
Procedure type: urological. According to the rptr: when staff nurse removed protective outer sheath, the balloon came away too. No pt injury was reported. No additional info available at this time.

Manufacturer narrative:
(B)(4).